Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had a pod that they were using and they got sick because their blood glucose (bg) levels kept rising. The patient's blood glucose levels reached 699 mg/dl. They had diarrhea and were vomiting. The patient was not sure if they put the pod on wrong or what was happening exactly to cause the rise in their bg. The patient was taken to the emergency room (ER). The patient was treated with a manual injection of insulin and then put on intravenous therapy with an insulin drip. They remained in the ER for one night and then moved to intensive care unit (ICU). When they were in the ICU the patient told the staff that they were experiencing chest pain and this is when the doctor decided to check the patient's heart. The left side main artery and 3 other arteries were blocked so they had to perform an emergency bypass. The patient remained in the hospital for 2 weeks.